Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a second device, a 9300tfx 26mm, was implanted into a 25mm aortic pericardial valve in the aortic position using a valve-in-valve procedure. The implant duration of the original 25mm valve at the time of the procedure was eight (8) years, six (6) months and twenty-six (26) days. Through follow up with the health care provider, it was learned this 25mm aortic valve was diagnosed with aortic insufficiency. The valve-in-valve procedure was performed without incident and this patient's post-operative course was largely uneventful. In addition to the transcatheter aortic valve replacement the following were performed: iliofemoral aortography, ascending aortography, and perclose closure of right femoral artery with aortoiliac aortography. There were no complications reported and he was discharged to home on pod-7.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: this device is not available for return and evaluation because it remains implanted after a valve-in-valve procedure. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. There are many factors that could result in the need to replace a valve in a valve-in-valve procedure, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted or replaced because they are not functioning optimally. In this case, no information was made available regarding the description of the device other than the valve-in-valve procedure occurred due to "aortic insufficiency". Without additional information, we are unable to confirm the clinical comments as provided by the health care provider. If new information is received, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.